Event description:
Customer reported the system displayed a generator fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input transformer. System operates as intended. (B) (4)